Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high pacing impedance and high capture threshold resulting in loss of capture noted on the electrocardiogram (ECG). Multiple implant locations were attempted but were unsuccessful. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and loss of capture were not confirmed. A complete lead was returned in one piece with all four tines were found intact and undamaged. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.